Event description:
A home pt (hp) contacted baxter's technical service center and reported that the hp's puppy bit through the hp's drain line during initial drain. The hp then disconnected herself following proper aseptic technique and ended therapy. Per the hp's nurse, there was no pt injury or medical intervention associated with this complaint.

Manufacturer narrative:
The home pt has been retrained to not allow pets in the room during dialysis therapy.